Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimated was noted to be inaccurate. It was also reported that a cartridge alarm (cartridge alarm 8) occurred. The customer reported blood glucose (bg) levels between 200-207 (mg/dl). An injection and bolus were delivered, the cartridge was changed and the customer resumed insulin delivery to address bg levels. During troubleshooting with tandem technical support, a review of the pump history indicated an unaddressed low insulin alert was received prior to the cartridge 8 alarm. However, the customer reported having 25 units of insulin in the cartridge prior to alarm annunciating. The customer declined to walk through reloading the cartridge with tandem technical support.